Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired due to a stroke. Per additional information received from the vad coordinator, the pt had received three doses of thrombolytics. The pt did not have an active infection during his hospital stay. His inr was 1.4 and he was on anticoagulants, predisposing him to be coagulopathic. All of his antiplatelet rx (aspirin) and anticoagulants were stopped and no lytics were used due to his intra-cranial hemorrhage (ich). The pt was not on any other type of cardiac device during his stay. No autopsy was performed.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. A device related cause for the reported stroke could not be confirmed based on the evaluation of pump. Examination of the inflow conduit and outflow graft revealed a soft, unstructured deposition which occluded both. The deposition in the inflow conduit was red in color and the deposition in the outflow graft was yellow. Examination of the pump also revealed soft acute deposition that was red in color present in the inlet stator. Rotor assembly and outlet stator. These depositions all appeared to have developed due to poor surface washing as a result of a low flow situation; however, a cause for any interruption in flow could not be determined. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to the thrombus formations. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing its file on this event.